Event description:
This is an international report where the factory tip protector was not attached to the set before use. There was no patient injury or medical intervention. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to see any evidence of the complaint in the returned sample and, therefore, the root cause of the complaint cannot be determined. The transfer set was found to have the cap connected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.